Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter an issue occurred during a laparoscopic gastrectomy. There was a problem unloading the problem and the trigger was locked on firing the load. The surgeon reported that he couldn't make the stapling. The stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. They exchanged for another stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection noted that no abnormalities initially. Further inspection of the firing rack noted a broken grasper. Functional evaluation noted that the green button was not functioning. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.